Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was exchanged for another lens model 01 month 27 days following the initial procedure. The iol was replaced with monofocal lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).